Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose values of 261 mg/dl back to back with a result of 133 mg/dl when testing was performed one minute apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549237 with an expiration date of 11-30-2007.